Event description:
It was reported that the blade was lifted when pulled out. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was dilated 6 times. When the device was pulled out, the balloon got stuck in the lesion due to poor rewrap and eventually lifted one blade from the hand side. The device was removed and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that approximately 10mm of blade were noted to have detached from one of the pads. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was lifted when pulled out. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was dilated 6 times. When the device was pulled out, the balloon got stuck in the lesion due to poor rewrap and eventually lifted one blade from the hand side. The device was removed and completed the procedure. No patient complications were reported.